Event description:
First set of implants 2007. Second set 2016. I had a decline in health beginning in 2008 when my thyroid went overactive. Since then I've been on medication to keep stable. While also being prescribed a depression medication and currently still on one. I've been through multiple medications because my body becomes immune to them quickly. Since 2016 my health has declined drastically. I've seen specialists for symptoms all to go undiagnosed because test results were always normal. I've been under treatment of a chiropractor and acupuncture specialists with no relief for the constant pain in my rib cage / shoulder blade. I've even had an MRI to come out clear. My current symptoms are pain in my back / rib cage area, tightness of breath, extensive pain under my right shoulder blade. Sought chiropractic care and acupuncture for relief with no resolution. Wake up feeling fatigue and not rested even though I sleep 7+ hours a night. Often times chest pain, tender chest wall on the left side, unexplained mood swings, burning / joint pain in my knees while climbing stairs and running (an issue for at least 3 years), bruise easily, red / yellow color in eyes, night sweats, sudden allergy to gluten and whole milk (sudden occurrence in the past 4 years), rashes in underarm area are common, low libido, teeth grinding, bright red blood in stools often (weekly), premature aging (under eyes dark circle), daily heat in my face and ears (mid-afternoon), cognitive function, at times will struggle with insomnia, horrible pms symptoms (week before), heavy and painful periods, some days I will have lots of energy while other days I could sleep all day. The reason I had implants removed and another set put in 2016 was because the pain in my back. I thought it must be the heaviness of them and having a smaller set put in would help. But within a few months of the second set, the pain came back and the past year has been the worst with no relief when treated. The only common denominator is breast implant illness. I will be explanting on (B)(6) with a ful capsulectomy. Current implant: mentor smooth round moderate profile saline ref 350-1625, sn-(B)(4), ref 350-1625, sn (B)(4). Ibs (symptoms began in 2012) that led to the colonoscopy crohn's, celiac disease (based on symptoms) (B)(6) 2013, colonoscopy with biopsies lupus panel (based on symptoms) 2017, cortisol panel (based on symptoms), 2017 diabetes (based on symptoms) 2017, fibromyalgia (based on symptoms) 2017, MRI 2015, adrenal deficiency 2018, panic attacks 2008-2018 (experienced inconsistently), chronic fatigue 2008-current, thyroid panels have stayed normal but have many symptoms, declared hashimoto 2007.